Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had leakage of insulin and skin lesions while using the cannulas. She uses 10 mm cannula that cause hematoma on her skin. The patient was hospitalized with hyperglycemia, ketoacidosis and stomatitis. The blood glucose results and the date and length of hospital stay are unknown.